Event description:
On (B)(6) 2014, the pt had implanted PICC line and come in with sheared catheter near surecuff creating hole around insertion.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexl0665 showed no other similar product complaint(s) from these lot numbers.